Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd interlink¿ threaded lock cannula broke and caused drug leakage. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that the bd interlink¿ threaded lock cannula broke and caused drug leakage. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A review of the device history record could not be performed as a lot number was not provided for this incident.